Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found that the device was unable to produce x-rays. Upon functional test, fse found that the issue was with flat detector power supply which blown the fuse. Review of the system logfile showed that image detector and image processor errors and warnings. During troubleshooting actions, fse done temporary repairs to power the flat detector with lateral flat detector output. Later, fse replaced the power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the event. There was no harm was reported. Philips has started an investigation of the complaint.